Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the femoral tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.

Manufacturer narrative:
The reported event that the tracker had rotation in it was duplicated during device inspection. It was observed that the device was not able to be mounted onto the adapter correctly due to a sticking release button. Any physical impact to the navigated instrument, such as with a mallet or a similar tool, will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure conducted at the user facility the femoral tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.